Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the station was not power on. Customer tried new cable, but the issue remained unresolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial Reporter Facility: (b)(6).A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 07-FEB-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an electronic component failure. A field service engineer found that the station was not powering on and determined that the issue originated from the auxiliary unit. Upon inspection, the pyxie bus cable was found to be damaged, with exposed copper conductors that had been cut and were causing a short circuit. The engineer removed and replaced the damaged pyxis bus cable, ensured the new cable was routed properly to prevent contact with metal surfaces, and secured it with zip ties to prevent future damage. After the repair was completed, the station powered on successfully, and the customer was able to inventory medications from the drawers without any failures, confirming proper system functionality. The system functioned as intended after the field service engineer repaired the device.